Manufacturer narrative:
Previous medwatch submission noted capsular contracture grade unknown. Upon receiving additional information from the physician it was noted that there is no complaint against this device. Hence capsular contracture grade unknown is being unreported.

Event description:
Previous medwatch submission noted capsular contracture grade unknown. Upon receiving additional information from the physician it was noted that there is no complaint against this device. Hence capsular contracture grade unknown is being unreported.

Event description:
Healthcare professional reported capsular contracture grade unknown. This record is for the left side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.